Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral adaptor torque wrench broke while torquing.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not received for evaluation. The product failure mode could not be determined based on the provided information. A search of the complaint database against product code 961673 identified two failure modes associated with breakage. The two failure modes were end cap breakage and socket breakage. Missing/broken end cap - (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. Fractured socket - (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The changes with (B)(4) will changes the dimensions of the socket feature. The current complaint reported lot code a1208 indicating a vendor manufactur date of december of 2008. This indicates the current reported complaint sample device was manufactured prior to the implementation of (B)(4). The investigation could not draw any conclusions about the reported breakage without the device to examine. Based on the inability to determine a root cause, a need for further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.